Event description:
It was reported that stent damage occurred. The 3.00mm x 12mm liberté¿ bare metal stent was advanced to treat the target lesion, however, the device was unable to cross the lesion. It was noted that the extremity of the stent was damaged. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).